Event description:
It was reported there was a confirmed motor stall noted in event logs with no motor stall recovery recorded. The stall occurred (B)(6) at 04:29. No MRI was done. The patient was "feeling bad" the previous day and heard an alarm.the patient believed his pump was broken. The pump was delivering morphine.

Event description:
It further reported that it was unknown how long the stall occurred for and what it was caused by. The patient experienced pain and the pump was explanted. The patient did not require hospitalization and there was no patient injury.

Manufacturer narrative:
Concomitant products: product ID 8590-9, lot# n348541, implanted: (B)(6) 2013, product type accessory; product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2013, product type catheter. (B)(4).

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Analysis of the pump gear train anomalies, specified as corrosion and/or wear and/or lubrication and a stall due to shaft-bearing. There was a single motor stall and motor stall recovery in the logs. Significant residue and shaft wear was found on the upper shaft of gear 2. Some residue was also found on the jewel where the upper shaft of gear 2 inserts into the top bridge assembly.

Event description:
It was later reported that, following the pump replacement, the patient recovered without sequelae.